Manufacturer narrative:
One device was returned for repair with complaint that the pump showed error code 46228. This device has not been serviced in the past. Error code 46228 was not located in event log. Complaint was verified by visual inspection. The cause is the printed wiring assembly (pwa) board. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the pump showed error code 46228. There was no patient involvement. The issue was discovered during testing.

Event description:
It was reported that the pump showed error code 46228. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.